Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported "developed a sensitivity to certain foods such as avocado and watermelon over the past six months, exposure to these foods causes a burning sensation on my tongue." These events are not related to the device. Patient additionally reported a left side rupture. The device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5108233. Additional, changed, and/or corrected data.

Event description:
Patient additionally reported via regulatory agency "grade 3 capsular contracture on right that resulted in breast pain, bruises and limited rom. Left breast implant was ruptured and liquefied silicone spilled out of the shell".